Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that critical pump error image was display on the insulin pump screen. Blood glucose was 130 mg/dl. Customer also reported that pump error was also found in insulin pump. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) due to moisture damage on electronic assembly.